Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) received an "hdd port 1 and port 2 error" message then rebooted. The cns did not boot completely back up. They found that one of the hard disk drives (hdds) was bad. No patient harm was reported. No patient harm was reported. Investigation summary: the port 1 and 2 advisory message is to notify the user of recommended maintenance and to check for hard drive health. This message is displayed every two years or 20,000 hours of use. At which time, the hard drive is recommended to be replaced to ensure performance and reliability. In this instance, upon reboot, the cns no was longer completing the boot up sequence. This is confirmation of a hard drive needing replacement. The reported boot up issue was duplicated at nihon kohden repair center (nk rc). Two hard drives were replaced. The service history for this serial number shows this is an isolated incident. Boot up issue overview boot up failure, including boot looping, booting into bios, failure to load cns application, and failure to complete the boot up cycle are results of hard drive failures. Hard drive failures are caused by environmental factors, maintenance factors, or the hard drive has reached the end of their lifespan. The environmental factors are characterized by an abrupt power loss to the hard drives, such as a power outage, specifically while the drives are being read. These abrupt power losses could damage sensitive internal hard drive components. The cns device requires regular maintenance, as outlined in the operator's manual. When stored for an extended period of time, operation checks should be performed. In short, the symptom of the device not being able to boot up is related to its internal hard drives. This is indicative of a device needing maintenance and/or service.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) received an "hdd port 1 and port 2 error" message then rebooted. The cns took a very long time to boot back up. They found that one of the hard disk drives (hdds) was bad. No patient harm was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) received an hdd port 1 and port 2 error and rebooted the unit, but it would not come back up. The customer later stated they initially reported that it would not boot up, but that was incorrect. It just took a very long time to boot up. Also, one of the hard drives was definitely bad. No patient harm was reported.